Event description:
Physician reported via regulatory agency: "late seroma, and alcl associated with breast implant is confirmed in pathology study." Pathological markers have been confirmed, cd30+ and alk- are present. Affected side right. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of late seroma and anaplastic large cell lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, suspected alcl. A lot number was provided as 2175216, however the side the device belongs to is not provided. Date of alcl diagnosis is current unknown.

Event description:
Physician reported via regulatory agency: "late seroma, and alcl associated with breast implant is confirmed in pathology study." Pathological markers have been confirmed, cd30+ and alk- are present. Affected side right. Device was explanted.